Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission with the left ventricular lead exhibiting an impedance issue. The patient was brought into the clinic and the lead was no longer capturing. The lead was capped and replaced on 06/02/2016. The patient's condition post procedure was stable.